Event description:
A report was received that the patient was experiencing a new pain in her shoulder that traveled down her arm. The physician believed the space in which the lead was placed was very tight and that the lead was too big for the epidural space. The physician also believed that the lead was irritating the nerve at the level it was placed. The patient underwent a revision procedure wherein the lead was replaced. Malfunction was not suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.